Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the device was removed close to a year ago because the device "didn't work". Asked what the caller meant by "didn't work" and the caller said the device didn't help with the patient's symptoms and the patient still had to go to the bathroom very often. The caller said the device might have "worked" once in a while. The complete system was removed.